Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues during use. The following was reported by the initial reporter: "can¿t priming".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/7/2921. The following field was updated due to corrected information: d.4. Medical device lot#: 20096347. H.6. Investigation: one 20039e sample was received for investigation with residual fluid; no packaging was received with the sample, however the customer indicates the affected lot number to be 20096347. Additionally a 5ml luer slip syringe from unknown origin was received to assist the investigation with residual fluid inside. A visual inspection of the 20039e sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the sample to the 5ml syringe received and flushing with fluid; no occlusion or flow restriction was identified during testing. Furthermore, the sample was connected to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and flushed with fluid; again, no occlusion or flow restriction was identified. A review of the production records for lot 20096347 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a smallbore 6 inch ext vlv had flow issues during use. The following was reported by the initial reporter: can¿t priming.